Event description:
Additional information received reported the medication in the pump was dilaudid. It was noted there was no problem with the pump. The patient requested a pump explant and they had transferred care to the va.

Event description:
It was reported that the patient had detoxification tremors (dt). It was noted that the patient¿s healthcare provider decided to remove the pump and cut the patient¿s dose in half. It was reported that patient¿s hcp turned the pump off completely and on (B)(6) 2013, the patient went into the hospital because of detoxification tremors. It was noted that the patient was told that veterans affairs (va) does not service pumps and the patient needed to have the device removed. It was reported that the patient use to have morphine in the pump ¿for several years¿ before the patient ¿maxed out on it and they had to switch.¿ it was noted that the patient¿s pump was currently being used to pump an unknown drug at the time of report. It was reported that no diagnostic tests had been done on the pump.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).